Manufacturer narrative:
Parts were received on 9/16/2025. For the 220-0262 screwdriver handle the batch # is confirmed, based on UDI. The movement of the ss part with straight knurls was as described on complaint, very hard to rotate, that is a failure. The root cause of this failure couldn't be confirmed without disassembling the unit, so no action item is recommended. No definitive conclusion can be made.

Event description:
It was reported that during the procedure, the screws broke off while dr was trying to secure them into the bone flap as well as part of the screwdriver did not rotate. There was no reported delay or adverse consequence to the patient.

Manufacturer narrative:
To date, the device has not returned for evaluation, the root cause could not be established. Additional reporting on this event will be provided as a follow up report if more information becomes available. Mdrs for this complaint: 2027754-2025-00029 to 31.